Manufacturer narrative:
The returned device was evaluated and the investigation found no defects or deficiencies that would contribute to an over delivery of insulin. There are safety mechanisms within the device that prevent the over delivery of insulin. The automatic glucose control algorithm was able to adapt the suggested insulin appropriately based on user inputs. The download data from the returned device showed that an 0xcd alarm had been generated, indicating a low voltage detection by the analog comparator. Inspection of the pod found no damages or manufacturing deficiencies that would result in a hazard alarm. The exact cause of the 0xcd alarm could not be determined. The exposed portion of the soft cannula was observed to be kinked, flattened, and stretched out of specification. This was confirmed via out of specification measurement taken during investigation of the entire soft cannula length. The timing and cause of this damage could not be determined. Although damage was observed to the soft cannula, fluid was able to flow through the entire fluid path with no issue.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels had dropped to 26 mg/dl while wearing the pod between 36 and 48 hours. The patient reports having difficulty speaking as well as soiling themselves. The patient was taken by ambulance to the hospital. Once at the hospital emergency room the patient was treated with oral glucose injections. The patient was discharged from the hospital after 4-5 hours.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.